Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. The product was changed out. The surgery was not delayed and was completed successfully. There was no pt involvement.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. It is most likely that the device was on the lower end of adhesive injection volume, and that the technique used in the application process did not allow for optimal dispersion around the opening. The unit was sufficiently cured to pass a leak test, but not enough to endure shipping, handling, and pressure changes. A review of the complaint files could not confirm that there have been previous reports for this lot. The device history did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).